Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 the device quit working. The patient alleged machine had a message service alert. Then it would not run/blow when that alert was on and patient unplugged it and tried to reboot it and then it got to the point where nothing would happen when she pushed the button. Then she plugged the machine in and it did not turn on and it just got hot. The device was not returned. If additional information is received a follow up report will be submitted.